Manufacturer narrative:
Product evaluation: the lens was returned outside of the lens case adhered by blood and solution to the serialized side of the lens case lid. Blood and solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A non-qualified cartridge was indicated. The lens model is only qualified for use in the (a) and (b) cartridges. The handpiece indicated, would be qualified with the correct lens/cartridge combination. Two viscoelastics were indicated. Only one is qualified for this lens with the qualified lens/cartridge combination. It is unknown if the qualified product was used. Root cause: the reported lens damage was observed. The root cause is most likely related to a failure to follow the dfu. File indicated the use of a non-qualified lens/cartridge combination. The use of non-qualified products may result in lens delivery difficulties or lens damage. There have been no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens with a broken haptic and scratched optic. There was contact with the patient. Additional information is requested.